Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the balloon catheter showed that the push button luer was broken and leaking. Smart chip verification showed that the catheter was used for 4 injections. The catheter failed the return inspection test due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the port of the balloon catheter that connects to the "tuohy" adapter broke. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.